Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s spinal cord stimulation (scs) was removed and they had to leave part of the lead in because ¿everything had grown over it really good.¿ the patient reported they could not remove it as they were concerned it would paralyze them. They reported their doctor clipped the wire as close as they could, but part of it was left. No further complications were reported. Follow-up was conducted.